Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump is not intended for anyone unable or unwilling to: » test blood glucose (bg) levels as recommended by a healthcare provide. Demonstrate adequate carbohydrate counting skills. Maintain sufficient diabetes self-care skills. See a healthcare provider(s) regularly. The user must also have adequate vision and/or hearing in order to recognize pump alerts. Make sure that you always have an insulin syringe and vial of insulin or a prefilled insulin pen with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. Talk with your healthcare provider regarding what items this kit should include. Supplies to carry every day, bg testing supplies: meter, strips, control solution, lancets, meter batteries, fast-acting carbohydrate to treat low bg, extra snack for longer coverage than fast-acting carbohydrate, glucagon emergency kit, rapid-acting insulin and syringes or a prefilled insulin pen.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis (dka) resulting in a hospitalization. The suspected cause of the adverse event was due to not having a bg meter to test bg and performing no action when bg levels started to rise. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital two days later with the issue resolved. A system check was performed and the pump was functioning as intended.